Event description:
It was reported that an o-ring was on the pneumatic tap. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.